Manufacturer narrative:
The customer reported of communication loss reported after hospital poweroutage, there was a power outage and the power resumed but in the emergency department (ed) department there's communication loss showing on their bedside monitors. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of communication loss reported after hospital poweroutage, there was a power outage and the power resumed but in the emergency department (ed) department there's communication loss showing on their bedside monitors. No patient harm was reported.